Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was notified of an adverse event for a patient that experienced a post-obstructive pneumonia following bronchoscopic lung volume reduction (blvr). The patient acquired pneumonia and was hospitalized, and was recently discharged, and is currently recovering. There were no allegation specific to the device in relation to the reported adverse event/s.